Event description:
User received discrepant hcg results for two pt samples. Sample 1, initial result gave 13.74; repeated with dilution gave 23828 miu per ml. Same sample repeated an additional two times, once without dilution giving >10000; and once with dilution giving 23123 miu per ml. User stated that they had questioned the initial result as they knew the pt was (B) (6) pregnant. Sample 2, initial result gave 1.43; repeated with dilution gave 273.4 miu per ml. Same sample repeated an additional two times, once without dilution giving <0.500; and once with dilution giving 35.52 miu per ml. No erroneous results were reported. Pts not adversely affected. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
The field service rep found no analyzer hardware problems. He verified analyzer was functioning properly by performing performance checks. The technical service rep did not observe specimen mishandling. Investigation is ongoing. If additional info is received, appropriate notification will be provided.